Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly and unable to download. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with black spot/damaged pixels on the upper right hand side of the lcd due to moisture damage electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and exposed to fluid . Customer states o-ring was in place. Customer states the home screen did not appear on the display. Self test was passed. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.